Manufacturer narrative:
During follow-up, the patient said she noticed no defects with the ultra14 catheters and prefers the ultra to other pre-lubricated ones. She discarded the units so does not know the lot number of the ones she used.

Event description:
Intermittent catheter patient (user) said she had another urinary tract infection (uti) concurrent with catheter use and she is on medicine now to clear it up. During follow-up, the patient said she was prescribed an antibiotic and took the full course. Unfortunately, her symptoms have returned so she will be calling her doctor to ask for another dose of antibiotics.